Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: use error (inaccurate reference).

Manufacturer narrative:
(B)(4). No product yet returned.

Event description:
Consumer complaint of about high blood results. Reviewed the last 5 blood results in meter memory: (results are fasting, time and date were incorrect). Expected blood sugar readings should be between 150/mg/dl-160mg/dl-fasting. Based on parkes error grid analysis, the bias between the highest result in memory (530) and the lowest normal result (150) is located in zone c. No adverse event reported. No adverse event reported.